Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure (ess205) inserted for female sterilisation. The patient had a medical history of intermenstrual bleeding, dyspareunia, dysmenorrhea, vaginal discharge, vaginitis, back pain, vaginal yeast infection, bacterial vaginosis, anemia, abnormal uterine bleeding, parity 2 and gravida ii. Previously administered products included: nsaids for pain relief and antibiotics. Concurrent conditions were listed as pelvic pain female, dysfunctional uterine bleeding, uterine fibroid and menorrhagia (complains of severe pain with menses as well, rated 7/10 on pain scale.). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2022, 5471 days after essure (ess205) insertion, she underwent medical device removal (seriousness criterion intervention required). Essure (ess205) was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure (ess205) administration. The reporter commented: more than one essure related surgery-no. Post placement confirmation showed 4 coils rotations being visible into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2007: hysterosalpingogram findings: scout view of the abdomen demonstrates radiopaque linear structure consistent with the contraceptive device likely overlying the fallopian tubes bilaterally. Following the admmistration of contrast material mto the uterine cavity, a normal contour ofthe uterus is visualized. No contrast is seen beyond the interstinal and proximal isthmic portion of the fallopian tube. Contrast flows approximate 2 mm beyond the proximal inner coil of the right side and approximate 2 mm beyond the proximal inner coil ofthe left side. Impression: hysterosalpingogram demonstrates satisfactory placement of essure contraceptive device. [Pathology test] on (B)(6) 2022: diagnosis: uterus with cervix and bilateral fallopian tubes, total hysterectomy with bilateral salpingectomies: - uterine leiomyomata, - adenomyosis, - secretory endometrium, - bilateral fallopian tubes, no significant pathologic change. - negative for dysplasia and malignancyspecimen source: uterus with cervix and bilateral fallopian tubesgross description: the left fallopian tube is fimbriated and measures 6 cm in length and 0.3 cm in diameter. The right fallopian tube is fimbriated and measures 5.5 cm in length and 0.2 cm in diameter. [Ultrasound pelvis] on (B)(6) 2022: pelvic ultrasound: history: fibroids. Impression: enlarged leiomyomatous uterus. Otherwise unremarkable pelvic ultrasound. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: medical record received. Surgical pathology report medical history & lab data updated & reporteer information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal"). In a 41 year-old female patient who had essure (ess205) inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2022, (B)(6) days after essure (ess205) insertion. She underwent medical device removal (seriousness criterion intervention required). Essure (ess205) was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered, medical device removal to be related to essure (ess205) administration. The reporter commented: more than one essure related surgery-no. Quality safety evaluation of ptc: for essure (ess205), no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-apr-2023, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure (ess205) inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2022, 5471 days after essure (ess205) insertion, she underwent medical device removal (seriousness criterion intervention required). Essure (ess205) was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure (ess205) administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.